Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device had no physical damage or anomalies observed. No leaks were observed from the filter during the pressure ramp at 1.5 pounds per square inch (psi). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the patient's infusion tube was replaced on (B)(6) 2025, and leakage was noticed the next day at the filter joint of the tube. Per reporter, the patient later recalled that their facial complexion appeared unusually pale during a bath taken (B)(6) 2025. It is unknown if this is related to the leakage as when the leakage began is unknown. Per reporter, following the discovery of the leak, both the cassettes and tubes were replaced, and the infusion was resumed. Since the resumption of administration, the patient has reported facial redness and a throbbing sensation.